Event description:
It was reported that the patient's mobile power unit was alarming with yellow wrench.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient suffered no adverse events due to the event.

Manufacturer narrative:
Section d1: brand name corrected, section d4: primary UDI corrected, section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming with a yellow wrench was confirmed via evaluation of the heartmate mobile power unit (serial number (B)(6)) at the service depot. Visual inspection revealed there was a non-conforming capacitor on the power supply (ps) printed circuit board assembly (pcba). The returned mpu was plugged into an alternating current (ac) power source and the mpu did not power on as intended. A flashing yellow wrench alarm was observed, confirming the reported event. The mpu was planned to be scrapped. Additional information stated that there were no log files available. The root cause of the reported event was determined to be due to a nonconforming capacitor on the mpu ps pcba. A corrective action was initiated to investigate this issue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A), section 5 ¿alarms and troubleshooting¿, and the heartmate 3 left ventricular assist system (lvas) IFU (rev. D), section 7 ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from the mobile power unit (mpu), including yellow wrench alarms. The heartmate 3 IFU, section 8 ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿caring for the equipment¿, explain how to properly handle the equipment to prevent damage, including the mpu. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.